Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimualtor (ins) for spinal pain. Information was reported that a patient was requesting a local manufacturing representative (rep) for reprogramming because she¿s had a return of target back pain and is feeling stimulation in the wrong location (mostly in right leg). Patient says when she lays down, the stimulation get really intense. Patient says that she¿s tired turning the ¿jolting¿ (patient services (pss) confirmed that she was referring to the normal stimulation sensation at a higher level) up, but it does not help her target pain. Patient has tired calling local rep, but she¿s not returned the patient¿s calls. Patient says the change in stimulation seemed to start after she had an unrelated hip replacement surgery. The patient also reported she has lost weight, going from 175 lbs. To 168 lbs. Patient says she noticed that her battery has now moved over some, from the outer buttock area to an area closer to her spine. No further device complications have been reported. No further patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.